Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. The instructions for use (IFU) that accompany the device caution that ¿in order to avoid possible cracking of the luer connectors after cleaning with alcohol, allow to air dry completely prior to connecting the system¿. Also, the IFU cautions that ¿all connections should be finger tightened. Over tightening can cause cracks and leaks to occur¿. A review of the manufacturing records was not possible as no lot number was provided. All edms devices are 100% leak tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that during the second bag change on a duet edms, the bag was unable to be detached. According to the report, the csf was drained. It was also reported that the edms was placed on (B)(6) 2016. Reportedly, there was no injury to the patient.

Manufacturer narrative:
The returned product was patent. It also met the requirements for leak testing. The drain bag connection at the male-male luer adapter would not unscrew from the device. It is unknown how or when this occurred. The instructions for use that accompany the device indicate that ¿all connections should be finger tightened. Over tightening can cause cracks and leaks to occur.¿ a review of the manufacturing records was not possible as no lot number was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.